Manufacturer narrative:
The customers product was returned and investigated. Testing of the rivet showed that the failure of the rivet was not due to excessive forces during normal use. The rivet could not have broken by applying forces to the handle, with the tilting tip restrained. The rivets were sheared off during testing by applying a force to the tilting tip with the actuating mechanism locked. The characteristics of the fractures of the returned and tested products and indicated that the fracture was not caused by a shear force. The fracture was comparable to fatigue testing (where the rod was moved from side to side). This issue was attributed to premature component failure as a result of abnormal tensile force being applied to the part.

Event description:
A customer reported that a metal piece from the blade broke off during the intubation procedure and lodged in the airway of the pt. Medical intervention was required as an ent surgeon had to be called to remove it from the pt's airway. The blade had been checked by two nurses prior to use and no damage was evident. On initial investigation of the returned product the rivet holding the actuating rod to the tilting tip had broken and the rivet had landed in the pt airway.